Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. The observed thrombus could have contributed to the reported elevated lactate dehydrogenase (ldh); however, a direct correlation between the evaluation findings of the returned device and the patient's reported history of respiratory failure, sepsis, gi bleeding, and transient ischemic attack could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and the remainder of the driveline was not returned. The bend relief collar was not returned. Upon disassembly, a large thrombus formation was found surrounding the outlet bearing ball and partially occluding the blood flow path through all three vanes of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the dark contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its large obstruction of the blood flow path through the outlet stator could have contributed to the reported elevated ldh level. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, bleeding, stroke, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-01046. The report of persistent malposition of the inflow cannula related to the issues with the first implant and the gi bleeding events were not previously reported to the manufacturer. (B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that following a pump exchange procedure on (B)(6) 2016, the patient experienced a complicated postoperative course with pneumonia, respiratory failure and sepsis. More recently, the patient suffered from gi bleeding on multiple occasions and was treated with octreotide. The patient also experienced two recent transient ischemic attacks on unspecified dates. The patient presented in (B)(6) 2017 with an elevated lactate dehydrogenase level triple their baseline in the presence of supra-therapeutic inr. Pump thrombus was suspected and the patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.